Manufacturer narrative:
Additional information: a visual examination was performed on the returned resolution clip device. The clip assembly was located just inside the over sheath. Once the sheath was pulled back using sheath grip, the clip assembly was actuated and deployed. Following a detailed device analysis, it appears that there was a kink in the control wire which impacted the deployment activity of the clip. Therefore, the most probable root cause classification for this complaint is ¿operational context¿. The investigation results revealed that as per the analysis, when the clip assembly was actuated and deployed, it was noticed that the prongs opened approximately 11mm. Based on these results, this is now a non-reportable event. A review of the device history record (DHR) revealed that deviations or material review boards were noted for manufacturing lot number ml000570c3. However, it was determined by medventure that the noted observations are not reasonably expected to adversely affect product efficacy, quality, or safety. Therefore, all other acceptance records demonstrate that these lots were manufactured in accordance with the device master record.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13378 and 3005099803-2013-13379 07519 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip would not fully deploy inside the patient. A second clip was tried and the same thing happened. No visible damage to either device and either packaging prior to usage. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date. **update november 7, 2013** it was reported that the two clips were able to grasp tissue, but would not detach from the catheter and had to be pulled off the mucosa.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13378 and 3005099803-2013-13379 07519 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip would not fully deploy inside the patient. A second clip was tried and the same thing happened. No visible damage to either device and either packaging prior to usage. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.